Manufacturer narrative:
Concomitant products: 6947-65, lead, implanted (B)(6) 2008, 5076-52, lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. It was later reported that the left ventricular (lv) lead had high threshold, and that the device had accelerated battery depletion. The lv lead remains in use and the device was explanted and replaced. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.